Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer stated they were unsure of the cause of the elevated bg level. A manual injection was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.